Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer contacted via phone and stated that she had a tampon that stuck inside her. No serious injury was reported.